Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MFR: 2134265-2017-06762. It was reported that an air embolism and increase of an existing pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A baseline trivial effusion was identified, but no measurements documented. A 27mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman ® access system (was). The closure device was advanced and deployed. However, the closure device failed the tug test so the device was recaptured. It was noted the was could not gain the depth needed so they switched to another curve. A single curve was and a 24mm wds were selected. The was kinked prior to deployment of the 24mm wds and the was was exchanged. The third was was advanced, but it was not wedged at the apex of the laa and there was slow bleed back when advancing the 24mm wds. Air was observed in the system, so the system was removed and flushed. Prior to re-entering this 24mm wds, air was noticed at the apex of the appendage. They advanced a bsc pigtail catheter and aspirated the air; the air bubble was not noticeable afterwards. The physician decided to proceed with case. There was successful deployment of the 24mm closure device; however, prior to releasing the closure device, a 10mm effusion was identified by echocardiogram and protamine was administered. This was a noticeable increase from the baseline assessment per the echo physician. The patient was monitored for a few more minutes and the effusion remained the same. The closure device was released. The patient extubated with no deficits and the effusion still remained at 10mm. No intervention was needed. The patient remained stable through their hospital stay.